Event description:
Customer's diabetes educator called lfs on 7/2002 on customer's behalf alleging that the meter had missing segments. Customer reported having lightheaded and dizzy symptoms. Customer obtained a result of "326 mg/dl" at an unknown date and time in comparison to the symptoms. The diabetes educator explained that due to the missing segments on the meter, customer was mislead into thinking customer had high blood glucose levels. Customer never ran quality control tests on the meter to determine meter accuracy and the calibration code was set incorrectly on the meter, which may have caused the inaccurate results. Ccr was unable to resolve the missing segments issue. No adverse event or serious injury occurred. Ccr replaced meter. No further information was provided.